Event description:
The customer reported the generator was unable to continue ablation since impedance was 500 ohms and output would not increase over 20w. Although the generator was rebooted, the same symptom as reported occurred and the generator kept making error sound. The procedure was completed with another generator. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the generator is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.